Event description:
A 65-year old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2020. On (B)(6) 2024, the patient reported to novocure that an unspecified incision with sutures was nearly healed and expressed plans to resume optune gio therapy. During a home visit on (B)(6) 2024, it was noted that the patient had resumed therapy following unspecified surgery and was progressing well. An available medical record indicated that on (B)(6) 2024, the physician documented the presence of a seroma, characterized by fluid accumulation and swelling over the right temporal resection site. This condition had improved, with no open wounds, discharge, redness, or increased warmth noted. On (B)(6) 2024, novocure was informed that the patient had undergone a second craniotomy due to tumor progression. It was reported that he experienced several postoperative complications, including inadequate healing of the surgical resection scar, which resulted in fluid accumulation and swelling. Consequently, optune gio therapy was discontinued. The prescribing physician was contacted for further information, but did not respond.

Manufacturer narrative:
Novocure's medical opinion is that as the patient resumed optune gio therapy after the recurrent surgery, the contribution of the array placement to the impaired wound healing cannot be ruled out. Contributing factors for impaired healing in this patient include dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Impaired healing is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).